Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the 0,1,2,3 buttons on the keypad of a spectrum pump worked intermittently. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem '0123 buttons intermittenly stop operating' was unable to be confirmed during evaluation. Evaluation performed the keypad test multiple times and all the keys function as requires. Evaluation was unable to reproduce the error. No corrective action is required. Should additional relevant information become available, a supplemental report will be submitted.